Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Customer consumed carbohydrates to address low bg. Customer delivered intended bolus amount and at times doubled the recommended amount causing the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.